Event description:
It was reported a fecal management system (fms) was placed in the pt for an unk reason. Upon insertion, the fms retention balloon was inflated with 45 milliliters of liquid. After 10 days in use, the retention balloon tore. The device was removed and another fms device was placed. Upon removal of the defective device, the nurse noted that the retention balloon had a hole in it. There was no reported harm to the pt as a result of the product issue.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further info was available at the time of the report. Additional patient/event info has been requested. Should additional info become available, a follow-up report will be submitted. Note: there are two (2) cases associated with this product; therefore, a separate FDA form 3500a has been generated to address the second case. Please refer to (B)(6). Reported to the FDA on 07/28/2015. Patient height: 165 cm.

Manufacturer narrative:
Additional information was received on september 10, 2015. Third party manufacturer reviewed the routers used to manufacture lot#13vm507072 and no discrepancies or non-conformances were noted. The lot was manufactured without incident. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a through batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).